Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the insufflation tube and the scope wash tube were dislodged from their original location. The dislocated tubing showed no signs of deformation. Both tubes were viewed under a microscope; there was evidence of adhesive on the tubes. The handle on the device was open to verify the presence of adhesive and there was evidence of adhesive around left and right rib. While we are unable to conclusively determine a root cause, the reported event is likely attributable to excessive force being applied to the tubing. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope wash tubing on the vasoview 6 pro did not work properly and the tunnel failed to insufflate. The pa observed that both sets of tubing were disconnected from the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.